Event description:
The patient has reportedly not used his cochlear device shortly after implant surgery. The patient is now dealing with other health issues and needs to have mris. Device explant surgery will be scheduled.